Event description:
Customer reported high blood glucose and that the cannula had been bent and leaking insulin. The blood glucose reading was 330 mg/dl. Customer treated with a bolus and manual injection. Customer stated that carbs were not entered correctly and that the infusion set was inserted incorrectly. Customer also received a check settings alarm. She stated that the drive support cap appeared normal. She was advised to run a manual prime and stated that insulin did exit. She found a leak. She stated that there were drops visible on the outside of the tubing but found no cracks or splits. The basal rate and bolus wizard settings were correct. The insulin pump passed the high pressure test. The infusion set was removed and customer stated that the cannula was bent. She stated that the site was not sore or irritated. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.